Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "patellar tendon rupture and ligamentous laxity." Surgeon didn't approve for return.

Event description:
Patient underwent a right knee revision procedure approximately sixteen year post-implantation due to medial and lateral laxity. The bearing was removed and replaced.